Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was deletion of device. A technical support specialist dialed into the server and verified devices were deleted. Tse recovered, resent load messages and full synchronized few devices which went to 'unknown device' and received permission to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, user mentioned device deleted accidently. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.